Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up: it was reported there were mixed batch numbers. To aid in the investigation, three photos of 1ml luer lok syringe were received and evaluated by our quality team. One photo shows ten sealed packages with all applicable product information including the variable batch 4155586. The second photo is a close-up image of one syringe with all the data as described above. The third photo shows nine sealed packages with batch 4155586 next to a box carton with a label showing batch 4155587. The condition observed is non-conforming per product specification and is associated with the packaging process. This defect could occur if the product from the previous batch was not removed prior to starting the new batch. A device history record review was completed for provided material number 309628, lot 4155587. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. As a corrective action, all associates responsible for line clearance will be re-educated.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had mixed products / lots. The following information was provided by the initial reporter: I¿m emailing to report a minor product defect. See attached the qa product defect reporting form with more information and digital images of the products reported. Inside the secondary packaging for the bd 1ml syringes (packsize 100) there was two batch numbers. 4155587 and 4155586. There was 90 of batch number 4155587 and 10 of batch number 4155586. The boxes were sealed when we found the mixed batch numbers. Please can you specify if you had any other reports of mixed batch numbers and what you would like us to do with our stock? We have 7 boxes of 100 with batch number 4155587 left on the shelf. Before use.